Manufacturer narrative:
The customer reported that the device was getting a recurrent error 10. The device was evaluated locally. The symptom was verified. Replacing the power pca resolved the reported issue.

Event description:
The customer reported that the device was getting a recurrent error 10.